Manufacturer narrative:
The customer confirmed the power management board was replaced but did not resolve the issue. A user interface assembly was recommended to resolve the alleged malfunction. It is unknown if the user assembly interface was replaced or if the ventilator was returned to service. Multiple attempts were made to follow up with the customer to obtain repair information; however, there was no response. The user interface assembly was returned for evaluation. The user interface assembly was tested. The customer complaint was verified. The root cause was contamination present on the ui board in the area of fb21.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The customer reported v60 is turning on by itself and the v60 battery is not charging. Replacing the power management board did not resolve the problem. There was no patient involvement.